Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported during a therapeutic laser lithotripsy procedure; the resident was holding the fiber in their hand when the subject device broke and burned the resident's hand. The procedure was completed with an olympus back up device. There was no report of patient harm. This is report 2 of 2.

Manufacturer narrative:
Related patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.